Event description:
On (B)(6) 2022 it was reported that this peritoneal dialysis (pd) patient was in the hospital for a week due to peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient contacted the pd clinic on sunday, (B)(6) 2022 with reports of cloudy pd effluent. The patient was instructed to utilize the emergency antibiotic kit; however, there was no sterile water in the kit. Therefore, the patient went to the emergency room (ER). In the ER, a pd effluent culture was obtained. The patient¿s white blood cell (wbc) count was elevated (unknown value) and she was subsequently diagnosed with peritonitis. The patient was admitted to the hospital and initiated on intraperitoneal (ip) antibiotics with vancomycin and cefepime (dose and frequency unknown). The cultures resulted negative for growth. The patient was discharged to home on (B)(6) 2022 and continues with the antibiotic therapy with a completion date of (B)(6) 2022. The patient had repeat cultures obtained by the pd clinic upon discharge from the hospital. The cultures have been negative for growth to date. The cause of the peritonitis was determined to be a breach in aseptic technique by the patient. The patient was new to pd therapy and utilizing the liberty select cycler. The patient panicked when trying to reconnect to the cycler during treatment and forgot to wash her hands prior to connecting. The pdrn has since conducted a home visit to re-educate the patient and her spouse on the use of the cycler and proper aseptic technique. No further information was provided.